Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the lancet would not fire in his onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue with the lancing device began on (B)(6) 2014, at approximately 10am. The patient reportedly manages his diabetes with glipizide pills and as a result of the alleged issue he claimed he ate less food/drink at 12pm. Approximately 2 hours after the alleged issue occurred the patient claimed he developed symptoms of ¿blurred vision.¿ the patient reported he did not receive any form of treatment for her symptom. At the time of troubleshooting, the cca noted that the subject lancing device was not being used for the first time. The patient¿s testing technique was reviewed but the issue remained unresolved. The correct lancets were being used. The patient had been using the lancing device for approximately 7 months prior to the issue occurring. A replacement product was sent to the patient and the subject lancing device is pending return for investigation. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged lancing device issue began.